Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for leakage with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA #764355 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It was reported that 8 bd vacutainer® push button blood collection sets experienced a failure to contain blood/medication during use. The following information was provided by the initial reporter: material no. 367344, batch no. 8274970. Pir verbiage received, "tubing was leaking during blood collection".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device type: jka, fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 8 bd vacutainer® push button blood collection sets experienced a failure to contain blood/medication during use. The following information was provided by the initial reporter: material no. 367344, batch no. 8274970. Pir verbiage received, "tubing was leaking during blood collection."